Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. It was also learned that patient expired post operatively due to unknown reasons. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
Failed ring repair: device not returned.